Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue and purple pixels at the biopsy site while ablating. The user was firing at 100% firing power. There were no patient complications reported in relation to this event.